Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that insulin began leaking from the cartridge after the cartridge had been filled. There was no reported impact to customers blood glucose level.